Event description:
Reportedly, the instrument did not place properly formed staples on the tissue and bleeding of the mesenteric artery resulted. The surgeon then decided to perform a laparotomy to control the bleeding, complete the anastomosis, and the case without further incident.